Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the system was explanted due to vegetation on the right ventricular lead. The origin of the infection was not confirmed. The patient history indicates possible sources or related conditions. The patient was placed on antibiotics and was stable following the procedure.